Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
From the start of the procedure the handpiece was connected and the coag button was activated. The coag button appeared stuck and would not deactivate. A new handpiece from the same lot number was used to finish the case. There was not reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.